Event description:
It was reported that the customer went to the emergency room (ER); details and nature of ER were not provided. The customer declined to provide further information regarding the event.